Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) with gall bladder drainage procedure performed. According to the complainant, during the procedure when the physician pulled the guide catheter to deploy the stent, severe resistance was encountered. The target site's anatomy was reported to be tortuous. The physician pulled the stent forcefully but the guide catheter broke and stayed inside the stent. The detached guide catheter was retrieved with a grasping forceps. The procedure was completed with the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of guide catheter broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation found out that the guide catheter was detached, bent and kinked in several locations throughout. The pull wire was bent and the push catheter was kinked. The noted damage were likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device, therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A review of the device labeling and directions for use (dfu) showed the device was used according to its label.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) with gall bladder drainage procedure performed. According to the complainant, during the procedure when the physician pulled the guide catheter to deploy the stent, severe resistance was encountered. The target site's anatomy was reported to be tortuous. The physician pulled the stent forcefully but the guide catheter broke and stayed inside the stent. The detached guide catheter was retrieved with a grasping forceps. The procedure was completed with the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.